Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. Pathum thani, thailand, registration number: (B)(4). The returned guide wire was missing its distal segment. Both core wire and coil wire were found fractured at approximately 30mm and 39mm respectively from the proximal solder designed to be at 50mm from the tip. Each fracture ends were microscopically observed. Proximal to the fracture end, the core wire was severely twisted by torsion. The fracture surface of the core wire was almost flat. The fracture end of the coil wire was necked by tensile stress. Reviewing of production records found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was presumed that the wire formed a loop due to anatomy and excess wire manipulation. Further applied torsional wire manipulation was assumed to cause damage on the core wire. While the deformed tip was being trapped in the subintima, tensile stress generated with wire removal could exceed the product's design limit and eventually lead the wire to become separated. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. The obtained information suggested that tensile stress exceeding the product's design limit was applied against resistance while the wire tip was trapped in the subintima since the wire tip formed a loop which could be attributed to excess wire manipulation. It was concluded that there was no indication of product quality deficiency. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified cto in the tibial artery. The guide wire was passing subintimal space of the tibial-fibular trunk when its tip segment formed a loop causing difficulty to remove the guide wire. When the guide wire was removed from the vessel, the wire tip broke off and remained in the subintima. Stretched coils of the wire fragment extended to the lumen. It was extremely difficult to retrieve the small wire fragment by a snare so that the physician decided to leave it in situ.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.